Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. Unable to confirmed motor position and coder error alarm due to erased history file. The drive support disk was inspected and no anomaly was noted. The motor was found with corroded motor home switch. Unable to test motor due to motor anomaly. No cosmetic damage noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 368 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.